Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m169586 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot: m169586, test base part number 190-000/ lot: m169586. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m169586 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue as the logfiles were deleted prior to export, however substances in the initial samples itself may have interfered with the reaction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The customer reported a false negative result with ID now covid-19 cartridge performed on (B)(6) 2021. Customer had confirmatory rt-pcr testing on (B)(6) 2021 and the result was positive. Although requested, additional information, including patient treatment and outcome was not provided.